Event description:
Consumer called to report an ongoing problem with accuracy of his meter. Gets varying readings, had his meter tested against lab instrument. Analysis run on clark error grid using lab reading (140) as reference point vs. Bd readings (320) yielded some data points in the c range of the grid, outside acceptable limits.